Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues hearing and or feeling the vibration on their insulin pump. Customer stated that this has lead to high blood glucose levels and missing boluses. Troubleshooting occured. No additional information was provided.